Event description:
It was reported that the customer experienced a high blood glucose level, with the specific value unknown but displayed as "high". The customer took a correction injection via multiple daily injections (mdi). There was no injury from the event, and no further assistance was required.